Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the signal of the rf head was poor. As a result the rf head was replaced. (B)(4).

Event description:
It was reported that the radiofrequency (rf) head could not get the information from the pacemaker. The rf head was returned to the manufacturer for servicing. There was no patient involvement.